Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device failed to power up and a burnt electronic odor was observed. The customer also heard an electrical sparking like noise when the unit was plugged in, and the device was unplugged for safety. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device failed to power up and a burnt electronic odor was observed. The customer also heard an electrical sparking like noise when the unit was plugged in, and the device was unplugged for safety. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the retractor band badly burnt, solenoid misshapen from heat. A field service engineer replaced the retractor band, solenoid and drawer the issue was resolved, the drawers were tested using the hardware test application, and no issues were observed. The system functioned as intended after the field service engineer repaired the device.